Manufacturer narrative:
The reported event of pain at the ipg site and the ipg flipping in the pocket was not confirmed. This issue cannot be confirmed with product testing. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. As received, the ipg was functional and running the therapy app. Using a lab clinician¿s programmer, normal pairing and bluetooth (ble) communication was observed. The ipg passed all functional tests when tested on ate. The ipg displayed normal device characteristics. No physical or functional anomaly that would contribute to the reported issue was observed. An ipg flipping in the pocket can be caused by external stress on the device, weight loss or twiddling (manually turning the device in the pocket ). The root cause of the issue could not be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patients ipg was migrating within the pocket. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was explanted and replaced. The issue has since resolved.